Event description:
A female pt received 175 cc's of heparin whereas the pump showed that 13 had been infused. The rate had been set to deliver at 10 cc/hr with a maximum infusion of 70 cc's. No pt ill effects, signs, or symptoms were sustained. Reproter related that exam of the pump set showed that the spring on the plunger of the cassette was missing.